Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s repair of a pre-existing abdominal hernia. However, there is no allegation nor any objective evidence which indicates a liberty cycler malfunction or product deficiency caused or contributed to the patient¿s hernia event. Patient¿s on pd therapy are at risk for hernia development or worsening of pre-existing hernia due to the increased intra-abdominal pressure from the dialysate during dialysis. However, the nurse reported the hernia was not exacerbated by pd therapy or use of the cycler. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported via survey that they are having hernia surgery next week and is currently doing back up treatments for now. Upon follow-up, the pd nurse reported the patient began pd therapy on (B)(6) 2019 and the patient had a pre-existing abdominal hernia. It was reported the patient was on low volume pd therapy due to the pre-existing hernia. The nurse indicated the patient underwent hernia repair in (B)(6) 2019. Per the nurse, the hernia was not exacerbated by pd therapy or use of the cycler and the patient did not have any increased intra-peritoneal volume (iipv) events associated with the hernia. After the hernia repair, the patient was transitioned to hemodialysis (hd) for a few weeks to let the hernia site heal. It was reported the patient recovered from the event and subsequently resumed pd therapy.